Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was shutting off by itself. The patient reported the issue would happen several times in a week. The patient was using the magnet to shut the system on and off, but reported the programmer had to be used when the system shuts down by itself. The patient reported it would happen in his lounge chair or when he bends over. The physician planned to undertake surgical intervention at a future date to address the issue.